Manufacturer narrative:
Additional information received: - monitor (B)(6)/ (B)(6), - patient monitor cable: (B)(6) , no lot number engraved - extension cable ref (B)(4) :(B)(4). - implantation area? Parenchyma. - was the electrode of the extension cable appropriately fixed on the patient? Yes. - when error message appeared, which actions was in progress? No specific action, it was during the night. - was patient transported or in a MRI? No. - how was the monitoring performed? (Other method? Stop?) They stopped monitoring - was another sensor used? No. - how is the patient? Patient is no more in the department . - patient is an adult.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
4 of 4 reports. Other mfg report numbers: 3014334038-2024-00051, 3006697299-2024-00031, 3013886523-2024-00072. A facility reported a cerelink monitor displayed an error message (failure sensor and extension): "monitor and cables were exchanged and this issue reappeared. Medical staff switched it off and on again after 3 minutes. They changed the cables and then the monitor but nothing worked. They removed the patient's icp. The patient was in intensive care today. Integra account manager visited the hospital and she tested the monitor with the patient's catheter and a new catheter. Everything worked perfectly. She then connected the cerelink to the patient monitor. After a few minutes, the monitor displayed the error message with the 2 probes. Bedside monitor : spacelabs 91393 xprezzon integra account manager tested the monitor in the patient's room and then tried it in another room with the same monitor and a different scope, and the error also appeared. When the monitor was turned off each time and then on again, it started up again and then went into alarm again. This is not a regular occurrence. The test was carried out with the same monitor, the same cable and 2 different fibres with 2 different scopes."

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the carelink cable was returned for evaluation. DHR: lot 6015136, conformed to the specifications when released to stock failure analysis: the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment: no defect was noted. The cable was electrically tested; the cable failed the test and is unfunctional. A disconnection between pin 4 of 14poduf b1 and pin 4 of directlin b2 was found. The cable was sent to the supplier, philips medisize for further analysis. The issue was confirmed by customer: continuity between pins was confirmed using a multimeter, however an intermittent electrical defect cannot be conclusively ruled out. Pmcm does perform an electrical test. "Perform electrical testing for continuity, miswire, short, opens, per engineering." Root cause: the issue reported by the customer was due to an alignment problem between the cable pin and the fixture opening, resulting in a faulty connection. The faulty connection is located between pin 4 of 14poduf b1 and pin 4 of directlin b2.